Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress during use, external factors, or handling. The inspection method for this issue is described in "chapter 3, preparation and inspection, 3.2, preparation and inspection of the endoscope" in the instruction manual (operation section). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a peeled image guide tube coating. There were no reports of patient involvement.